Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. Customer¿s blood glucose reading at the time of the incident was 41 mg/dl. The customer stated that the last couple of nights their blood glucose dropped into 40 mg/dl and 50 mg/dl. The customer had been using an insulin pump system within 48 hours of reported high blood glucose event. The auto mode was active at the time of low blood glucose event. The insulin pump will not be returned for analysis.